Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via online chat that the brush head was loose and then fell apart. No injury was reported. Follow-up e-mail: the consumer clarified the top bristle (disc) was loose from the start. No injury was reported.